Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. As per image review the submitted images appear to display complaint product. Unable to identify photographic representation of complaint condition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: canal stenosis levels implanted: c3-t1 it was reported that on intra -op, the crosslink locking screw broke. The product came in contact with the patient. No fragments remained inside the patient. No patient complications reported as a result of the event.

Manufacturer narrative:
Product analysis: the screw was returned with no visible signs of damage. The threads appear to be undamaged. A functional evaluation of the screw indicates that it is capable of functioning properly. If information is provided in the future, a supplemental report will be issued.